Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of product analysis results for an explanted vns generator, it was noted the "as received" settings were indicative of a possible programming anomaly, as the off time was set to 60 minutes. Further review of programming history confirmed a faulted systems test occurred on (B)(6) 2010, and the settings were not verified with a final interrogation of the vns. Sixty minutes off is a default time used with the systems diagnostics test; an interruption in testing may cause the intended settings to change to systems diagnostics testing parameters.